Manufacturer narrative:
B5: describe event or problem updated.

Event description:
Option clinical study. It was reported that a transient ischemic attack (tia) occurred. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device & delivery system (wds) was implanted successfully with complete laa seal. On (B)(6) 2023, a computed tomography (CT) scan revealed transient ischemic attack in the left acm-m2 territory without thrombolysis or thrombectomy, of cardioembolic origin in non-anticoagulated af without intracavitary or atrial thrombus. On the same day, the patient was admitted to the hospital for further evaluation and treatment. At the time of reporting, the patient was not on any oral anticoagulants. However, on (B)(6) 2023, the patient was started on apixaban. On (B)(6) 2023, the event was considered resolved and on the same day the patient was discharged home. It was further reported that on (B)(6) 2023, the patient was unbalanced with right-side deviation while walking post dinner. During this time, the patient was also noted with paraphasia, which lasted for 15 minutes. On the same day, the patient presented emergently due to the above mentioned symptoms and had a vomiting episode in the emergency services vehicle. In emergency department, the patient was asymptomatic and transferred on thrombolysis alert. Neuro-physical examination revealed no sensorimotor deficit, no ataxia, no phasic disorder or dysarthria, doubt about left-sided hemi spatial neglect. Brain CT scan revealed suspected transient abnormality and brain MRI revealed no signal abnormalities within the left m2 branch, no parenchymal abnormalities constituted. The patient was diagnosed with transient ischemic attack in the territory of the left mca-m2. No thrombolysis or thrombectomy was required. However, it was concluded that the non-anticoagulated af without intracavitary / atrial thrombus was of cardioembolic origin. A repeat brain MRI was unremarkable and on (B)(6) 2023, the patient was discharged home.

Event description:
Option clinical study. It was reported that a transient ischemic attack (tia) occurred. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device & delivery system (wds) was implanted successfully with complete laa seal. On (B)(6) 2023, a computed tomography (CT) scan revealed transient ischemic attack in the left acm-m2 territory without thrombolysis or thrombectomy, of cardioembolic origin in non-anticoagulated af without intracavitary or atrial thrombus. On the same day, the patient was admitted to the hospital for further evaluation and treatment. At the time of reporting, the patient was not on any oral anticoagulants. However, on (B)(6) 2023, the patient was started on apixaban. On (B)(6) 2023, the event was considered resolved and on the same day the patient was discharged home.